Event description:
Additional information reported indicated that the patient had their implantable neurostimulator implanted in (B)(6), and it had since stopped working. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted:(B)(6) 2007, explanted: na. Product type: lead, product ID: 435135, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Product type: lead. (B)(4).

Event description:
Additional information receieved reported that the device was implanted in (B)(6) 2011 and "it lasted until (B)(6) 2012.

Event description:
It was reported that the patient's implantable neurostimulator (ins) battery was depleted prematurely. The patient visited her physician last week, and he was "unable to get a reading on the ins" and indicated it was "dead." It was noted that the patient visited her physician for a device check because she had been losing weight for the past month. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that on (B)(6), 2012 the battery was replaced due to unknown battery depletion. The final settings at the time of the procedure were 2.9 volts with a pulse width of 330 and a rate of 14 hz cycling on for 0.1 seconds and cycling off for 5 seconds and a final impedance of 579 ohms. The patient did not require hospitalization and recovered without sequelae.